Event description:
During device preparation for the right atrial typical atrial flutter procedure, while flushing the sheath, it was noted that the end of the sheath with the side flush port became separated from the handle. The device was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath hub had been fractured and detached at the proximal end of the sheath handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the sheath hub fracture remains unknown.